Manufacturer narrative:
The device in question does not have a pin designed to move up and down when a blade is installed. There is an led cartridge which is depressed when a blade installs but this does not match the customer complaint that a pin does not come back down when a blade is removed. Based on the customer description of the failure, it does not match the product design as this device design does not have a pin that moves up when a blade is installed. Without a picture of the suspect device or returned product for evaluation this customer complaint investigation is inconclusive. There is no trending for pins not moving up or down as its not inherent with the devices design so a non-conformance will not be issued based on the provided customer complaint.

Event description:
The customer alleges that "the handles do not work properly." When connected the light comes on but he bolt does not come back down. No other details were provided and no patient injury/harm reported.